Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline infection and obstruction of the outflow graft could not be confirmed through this evaluation. Additionally, the report of low flows was confirmed through the evaluation of the submitted log files. The alarms occurred due to the estimated flow being calculated below the low flow threshold of 2.5 lpm. The system appeared to be operating as intended. The hmii lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The IFU outlines all system controller alarms (including low flow hazard alarms), as well as how to respond to such events. The IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted for complication of driveline infection. Patient presented with low flow alarms and incalculable flow parameters this morning. Cta chest confirmed distal outflow obstruction (suspected thrombus). Patients anticoagulation regimen was switched to unfractionated heparin (ufh) drip with discontinuation of warfarin due to driveline wound debridement and woundvac therapy. Technical services reviewed the submitted log files, and low flows were confirmed. On (B)(6) 2019, it was reported that the patient received successful stenting for compression of distal end of outflow graft. Normal flows noted after stent deployment. No additional information was provided.